Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failing intermittently. A field service engineer cleaned latch and tightened wiring harness to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager fridge door was failed. The customer stated that unable to pull a medication from fridge and there was a delay in dispensing workflow. The customer indicated that they were able to retrieve the medication through pharmacy. There were no adverse events or injuries reported based on this event.